Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 01:56:17. During night drain cycle eight, the patient's ultrafiltration reading was 1260ml, indicating the home patient (hp) drained 960ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device?s therapy log revealed the user had an ultrafiltration (uf) volume of 1260 ml during therapy initiated on (B)(6) 2011 at 01:56:17, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed cycle 8 drain was completed on (B)(6) 2011 at 11:09:14 and the user?s actual drain volume during cycle 8 was 2317 ml. The actual drain volume of 2317 ml is 154.46% of the largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.